Manufacturer narrative:
(B)(4). Eval method, results, conclusions - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
A male pt was positioned head first, supine and examined with the 4ch shoulder coil. After the examination a second degree burn of 2 cm was observed on the shoulder.